Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient just followed up with their md. The rep was able to still program some settings. They also took an xray and one of the wires going from the generator to the lead has disconnected. They were bale to come up with new settings that let them increase or decrease without an error message. Still a disconnect/half of lead not working. It has not been resolved yet. They just saw doc to troubleshoot and do imaging. They plan to see a surgeon for potential revision.

Manufacturer narrative:
H3: product ID 39565-65, serial# (B)(6) was returned for analysis. Analysis found that all conductors wee broken 14.1 cm from the distal end on the 8-15 leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the paddle lead had fractured with the wire broken at the stress loop. The lead was replaced on (B)(6) 2025 and will be returned. The cause is unknown, but the issue was resolved with replacement.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2011. Explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead wire for this patient was severed between the paddle and the ins half way up the wire. The patient is scheduled for revision on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 39565-65 serial# (B)(6) product type lead product ID 97745. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6) ubd: 16-may-2015, UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported settings not available message on the controller screen when they tried increasing the stimulation. Pt mentioned that issue started a month or two ago. During the call, pt said they were on group a; agent had pt change to group b and group c. Pt reported settings not available message showed when they tried increasing stimulation for group b and c. Agent mentioned they can decrease stimulation on group c. The patient was redirected to their healthcare provider to further address the issue. Patient reports that she wasn't able to increase/decrease her intensity a couple of months ago, and that the stimulation wasn't effective at that point. She reports return of old pain and doesn't remember any incident that could have caused it. Physician performed radiograph and reports lead fracture and impedances greater than 40,000 on contacts 8-15. Trouble shooting was performed to reprogram around fractured leads and patient reported satisfaction with this coverage for now. Physician educated patient on replacing lead if she wanted the full use of the spinal cord stimulator again.